Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to the customer's blood glucose level. Customer tried a different charging cable, which resolved issue and allowed pump to begin charging, and technical support advised that non-approved charging supplies should only be used for troubleshooting and arranged shipment of replacement tandem wall adapter and charging cable, after which no further assistance was required.